Event description:
It was reported that the camera head had a display issue during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: showing error 224. Based on the results of the investigation, it is likely the following led to the malfunction: no image, showing error 224 due to bad cable unit connector. The most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a display issue during reprocessing. There was no patient involvement.